Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvéderm voluma® xc in the chin and jawline. Patient was concomitantly injected with botox® in glabella, crow's feet, and frontalis. Two days later, patient developed cold (viral) symptoms (negative covid-19 test), deemed not related to the device. Approximately a few days after cold symptoms (viral infection), swelling appeared on left side of face and followed by redness the next day. Patient was prescribed keflex. Two days later symptoms worsened and patient was treated with 3 vials of hylenex®. Patient advised to apply warm compresses five times a day. The area was also aspirated and several cc's of pink fluid were extracted. Patient was prescribed augmentin 875. Redness and swelling persisted. Patient reported the area was more "squishy." Patient was prescribed another round of antibiotics. Patient now has 90% resolution and some hair loss in beard that will grow back according to another consulting hcp. Patient will not come back in for review.